Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported stent break cannot be determined. Additionally, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, angina is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery. On (B)(6) 2015 the patient presented with stable angina and a 2.25 x 18 mm xience alpine stent was deployed. On (B)(6) 2017 the patient presented with angina and a stent fracture of the xience alpine was confirmed. Balloon angioplasty was performed and a non-abbott stent was implanted to complete the procedure. There was no adverse patient sequela reported. No additional information was provided.